Event description:
The customer had turned the cobas tagman analyzer and accompanying computer on but was not performing any testing when the technician heard a "popping noise" and smelled a "burning smell". At that point the computer shut down. Attempts to turn the computer back on failed. No individual was injured and no test results were lost or impacted.